Event description:
It was reported by service report that the fowler was not working. No serial or model number was recorded. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler.